Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds due to dislodgement on the left ventricle (lv) lead verified by x-ray. The physician elected to explant and replace the lv lead. The patient was in stable condition.